Event description:
It was reported that a lead fragment of approximately the electrodes only was left in the patient. It was noted that the fragment electrodes were present from a 2008 implant that was shown to have been removed in (B)(6) 2011.

Manufacturer narrative:
Product ID 3889-28 lot# v128377, implanted: 2008 (B)(6), explanted: 2011 (B)(6); product type lead product ID 3037, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient. (B)(4).